Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). After passing a guidewire, a 2.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 5 seconds, the balloon ruptured due to calcification. The procedure was completed with a different device. No patient complications were reported.